Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms, no capture and some myopotential sensing on the right ventricular (rv) channel. The patient has an underlying rhythm and there was no pacing inhibition observed. Additionally, capture was obtained in unipolar configuration. The sensitivity was decreased and the physician will continue to monitor the patient. No adverse patient effects were reported.